Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The patient had experienced this issue for approximately one year. The existing cuff was explanted and replaced with a new 3.5 cm cuff. The procedure was successfully completed and the patient was very satisfied with the outcome. The explanted cuff is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Device investigation in progress.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The patient had experienced this issue for approximately one year. The existing cuff was explanted and replaced with a new 3.5 cm cuff. The procedure was successfully completed and the patient was very satisfied with the outcome. The explanted cuff was returned for analysis.

Manufacturer narrative:
Investigation results: an overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # 92186855).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The patient had experienced this issue for approximately one year. The existing cuff was explanted and replaced with a new 3.5 cm cuff. The explanted cuff is expected to be returned. A supplemental report will be filed upon completion of the product analysis.